Event description:
It was reported that the patient experienced a shock while using the self-checkout at a grocery store. The patient also had pain at an unknown location. At the time of the report the patient was alive with no injury. The following day it was reported that the cause of the shock was not determined and the patient was being monitored by the office. No actions were taken or planned and the patient was to follow up if the issue continued. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0duw1, implanted: 2013-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).